Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they received the replacement controller and got their ins charged, device was working okay but they can't feel the stimulation. Pt said the issue started today. Pt stated they were in group a and adjusted the intensity at 7. Agent instructed pt to switch to another group. Pt tried group b and confirmed that the stimulation was on but when they are trying to tap the program 1, nothing happens. Agent reviewed information, agent redirected pt to their healthcare provider (hcp) to set up an appointment with a manufacturer representative (rep) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.